Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's battery has been dead for over a year. The power on reset (por) attempt was unsuccessful. It was has been planned that the will have their ins replaced, but the surgery has not been scheduled. It was noted that the patient's ins is overdischarged. No further complications were reported. No patient symptoms were reported.